Manufacturer narrative:
Device passed displacement test and self test. No missing segments or partial display noted. Device received with minor scratches on lcd window. (B)(4).

Manufacturer narrative:
Device passed displacement test and self test. No missing segments or partial display noted. Device received with minor scratches on lcd window. The p-cap does lock properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer can not read the display. The customer¿s blood glucose level 6.9 mmol/l at the time of the incident. The customer also stated that insulin pump liquid crystal display screen had scratches. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.